Manufacturer narrative:
The initial complaint by the customer did not indicate that an MDR would be required. However, per the info received on 01/03/2020 medical treatment was sought. Based on the information received, aso opted to file an MDR. As of 01/28/2020 no product was available for testing and no lot number was provided. Aso reviewed records of biocompatibility tests.

Event description:
On the initial report on 12/06/2019 consumer reported the product caused reaction on her son's skin on cir received on 01/03/2020 consumer stated sought medical attention for her son.